Event description:
The customer reported the footswitch would not change modes. The surgeon completed the case manually. No patient injury was reported.

Manufacturer narrative:
The customer returned the footswitch for in-house testing. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).